Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the drawer failed and screen frozen. The customer attempted to reboot the station and tried to recover the drawer, but the issue persisted. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident the field service engineer fse assisted the customer remotely and guided them through the recovery steps. The customer confirmed successful operation in both the application and remote support service. The system functioned as intended after the customer resolved the issue.